Event description:
The reporter said that his daughter had experienced an er1 about 2 months ago, and recognized it as high-blood glucose. He stated that they administered insulin per her sliding scale. He said that they also use a one touch profile meter and wanted the surestep replacement made with a ot so that they could use just one type of test strip.